Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. The ecm3 was returned for failure analysis, and the reported failure was unable to be reproduced, but could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. The unit passed the matlab test. The unit had no trouble found. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope. This complaint remains reportable due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the unit involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the ecm is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that post da vinci-assisted incisional hernia procedure the customer experienced system error 23020 and couldn't recover from the errors. The intuitive surgical, inc. (Isi) technical support did troubleshoot; however, the issue persisted. The surgeon decided to convert to laparoscopic surgical techniques to complete the procedure. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the customer reported failure. To resolve the issue, the fse replaced the ecm. The ecm is the camera arm located on the patient side cart (psc) which provides the sterile interface for the 3d endoscope.